Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited scope error e217. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for scope error e217. The most probable cause is: since corrosion of the scope connector has been observed, it is possible that the printed circuit board stored inside the scope connector may have shorted out due to flooding of the scope connector, resulting in e217. The reported event can be detected and prevented by following the instructions for use which state: instructions evis lucera elite endoeye flex deflectable videoscope, olympus ltf-s190-5 olympus ltf-s190-10 operation manual, chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Important information, please read before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.